Manufacturer narrative:
The device was explanted and will be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this pacemaker was implanted successfully and the pre-discharge device check was normal. However, at the patient's next follow-up 35 days post-implant, interrogation revealed a warning screen indicating the device had a battery remaining of less than three months. Premature battery depletion was suspected. The patient was hospitalized and the device was scheduled for replacement in the next three days. The patient is pacemaker dependent. No loss of therapy was reported. A copy of the device data was submitted to technical services for review. Analysis of the data indicated a high power condition that began very soon after implant. The power consumption when the device was in storage mode had been normal. The expected power consumption was 50uw and this device was measuring power consumption at 470uw. At this time, the high power consumption has been stable, so the battery remaining status is accurate. However, it cannot be known if the consumption will remain stable or will increase; therefore, immediate device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no irregularities. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed with the right ventricular (rv) pacing circuitry. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.